Event description:
The dealer reported that the battery connections were bad and the user was left stranded outside of their apartment building for a few hours until the dealer could get there to evaluate the chair. No injury occurred.